Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since implant on (B)(6) 2015 the device has not been effective, and that the patient programmer (pp) goes through batteries fast, indicating they have changed them 3 times since they got the device. It was stated that there were times they had the urge to go and weren't able to make it to the bathroom, and that they have to wear a pad at night. The patient rolls over and it comes out. On (B)(6) 2016 the patient confirmed that they increased the device parameters, and that the device works well when they are sitting, but when they get up to "us" the bathroom "out it comes." It was further stated that there are no problems with programming, only that the batteries go out very fast. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from patient reported that she was still having bladder problems and can¿t control her bladder. She used a bed bad in the evening and wear the pull ups. She did not have any problems in the past two nights, but she sat down and then an urge would come and then ¿it came out.¿ she tried increasing amplitude and sometimes the stim started ¿throbbing too much.¿ patient stated when this happened; it caused discomfort in her rectum. She was current using stim on program 2 at 3.5v. She had not yet contacted her healthcare provider but would in the future. During the call, patient was instructed to change to program 3 at .8v and reported feeling stim in the target area. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.